Manufacturer narrative:
The connector portion of the lead was returned in one piece with no reported complaint. A malfunction based on analysis was found. During analysis, visual examination found two external insulation abrasions, at 21.1 cm to 21.9 cm and 22.0 cm to 23.0 cm from the connector pin, breaching the sheath only with no damage to the insulation beneath due to friction to the device can. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.